Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. No button error alarm. The keypad connector was found closed properly during our visual inspection. The insulin pump was monitor and no unexpected audio, beep, constant tone or frozen screen anomaly noted. The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was freezing and unresponsive. The device would make a high pitched tone. New batteries would not resolve the issue; the device would freeze again and give a constant tone. The patient's blood glucose at the time of incident is unknown. A battery change did not resolve the constant tone. Additionally, the insulin pump had a keypad anomaly that was not resolved as well; the buttons were not working. The insulin pump will be returned for analysis.